Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report on (B)(6) 2016 stating that water samples were taken from the sorin heater-cooler system 3t unit per the pennsylvania advisory alert. The unit tested positive for mycobacteria intracellulare complex. There is no known patient involvement. Communication with the customer revealed that the unit is still in use at the facility, as there are no loaner units available. The facility reported that they have been following the cleaning instructions outlined in the instructions for use (IFU) since august 2015. They did not state that the IFU was strictly followed before august 2015. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a user medwatch report on (B)(6) 2016 stating that water samples were taken from the sorin heater-cooler system 3t unit per the pennsylvania advisory alert. The unit tested positive for mycobacteria intracellulare complex. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) has been provided test results which confirmed the reported contamination. Corrective actions are in progress for this issue.